Manufacturer narrative:
Covidien reference number: (B)(4). A technician examined the device but could not duplicate the reported complaint. The evaluation and repair of the ventilator is yet to be completed.

Event description:
It was reported that during use, a nurse was checking a ventilator and noticed the operation failure indicator was on and there was no error message. The low base pressure alarm occurred frequently due to patient leak, so it is unknown when the led went on. The device continued ventilating/cycling. The patient was removed from the ventilator and transferred to a different ventilator. There was no negative patient outcome (harm/injury) reported as a result of this event.